Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during program check, it was found the atrial lead was dislocated. The lead was revised. A week after lead revision, the lead was found to be dislocated again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.